Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has not charged her system in over three months, so the implantable neurostimulator was over discharged at the time of the report. The patient had one previous over discharge. At the time of the report, they were unable to successfully restart his battery. They were unable to interrogate with the tablet and the patient wants an implantable neurostimulator replacement. The surgical intervention has been planned. There were no further complications reported.